Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, while the physician was retracting the ruby coil, it detached in the catheter. The entire system was removed with no harm to the patient. The physician used another ruby coil to complete the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.